Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available. (B)(4).

Event description:
Customer stated the single pump would display a rpm diff error. Customer cleared error and rpm diff returned. User reset the tubing in wells and reset system rpm diff cleared and did not return. No known consequences to the patient. (B)(4).

Manufacturer narrative:
A maquet field safety engineer has been sent for investigation and found rpm diff error. The motor, belts and odu connector has been replaced. Complete preventative maintenance has been performed with calibration and functional testing as per the service manual. All tests passed. Ok. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time. Serial no. Of rpm: (B)(4).

Event description:
(B)(4).